Event description:
It was reported that during the implant procedure the atrial lead was not able to be implanted due to query double sensing. In addition it was not possible to position the atrial lead in the correct area. The atrial lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).